Event description:
The customer described a burn on the left buttock during a small bowel procedure. The burn will require skin grafting. The customer feels the burn was not discovered at the time of the surgery because of where it was located.